Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4). Associated with this report. Device evaluation: the reported condition of failure code 810:04 was not confirmed or duplicated; therefore an assignable cause cannot be determined. This device will not be returned to the customer since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. Complaint no: (B)(4).

Event description:
The facility representative reported a colleague infusion pump with "error code 810:04". It is unknown when this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury or medical intervention necessary. This device utilizes user interface module master software version 6.13.90 that is categorized as a remediated "colleague 2006" pump. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.